Event description:
(B)(6) 2025 mpxr (B)(6) (): there was patient discomfort, soreness, pinching, and irritation, which were attributed to a shallow lead tension loop. Impedance issues were noted during the procedure, specifically at contact 9 (33161) and contact 14 (B)(6). The incision was reopened and the lead was buried deeper in the tissue to address the irritation. The surgeon was initially advised to use bipolar bovie but used monopolar at low settings; after impedance issues were observed, the surgeon switched to bipolar bovie. The issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-nov-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.